Event description:
It was reported that the patient's heart was pacing below the programmed lower rate of the implantable pulse generator (ipg). The device was explanted and replaced. It was also reported that there was suspected non capture on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.